Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 238 mg/dl at the time of the call. The customer had been experiencing lows for 2 weeks. The customer was possibly given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer's pump clock had not been adjusted for daylight savings. The customer also reported a high of 520 m/dl that went down to 420 mg/dl after bolusing. The insulin pump will not be returned for analysis.